Event description:
It was later reported that gablofen was in the pump, not lioresal.

Event description:
It was reported that the pump had been getting filled with lioresal 500 mcg/ml for around a year, but the pump had been programmed to 250 mcg/ml the whole time. The health care professional (hcp) wanted to know what dose to program the pump based on what the patient had actually been receiving. It was discussed to program the pump to 76 mcg/day of a 500 mcg/ml. The patient had not had any issue. They noticed the pump was not programmed correctly on the day of report. Additional information received indicated the start date of lioresal was 2012 and was programmed to 250 mcg/ml, the end date of lioresal administration was not provided. The start date of gablofen was indicated as 2014 and was programmed to ¿500 mg¿. The patient did not experience any symptoms. It was noted that gablofen 500 mcg concentration was instilled during transition to new provider. The patient did not return until their next refill 6 months later so correct setting could be put in program. The pump was updated with no bridge bolus given and dose adjusted. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).